Event description:
Reportedly, the subject device had several resets (reason unknown). The last one happened in the hospital on (B)(6) 2015 during a standard follow-up. The preliminary analysis of the concerned files confirmed that the device faced several resets (i.e. Switch to standby mode) since its implantation. Recommendations have been provided to the subsidiary (the physician should evaluate the benefit of the device replacement). It was reported on (B)(6) 2015 that the physician decided to replace the device with a new pacemaker (the exact date is unknown).

Event description:
Reportedly, the subject device had several resets (reason unknown). The last one happened in the hospital on (B)(6) 2015 during a standard follow-up. The preliminary analysis of the concerned files confirmed that the device faced several resets (i.e. Switch to standby mode) since its implantation. Recommendations have been provided to the subsidiary (the physician should evaluate the benefit of the device replacement). It was reported on (B)(6) 2015 that the physician decided to replace the device with a new pacemaker (the exact date is unknown).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.